Event description:
It was reported that during a laparoscopic procedure, while the trocar was being positioned, the balloon disengaged from the trocar, physically broke, and fell into the patient cavity. A rapid loss of abdominal pressure was reported, the balloon component confirm that all pieces were located. Another trocar was used to complete the laparoscopic procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products 21-345 - 21-345 clearify visualization system - lot# d5k4456y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.